Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. (B)(6). The gender of the patient is unknown.

Event description:
The report received indicated that it was not possible to deploy the 5x200 vas, 120cm smart flex stent fully. The stent could only be opened up 1 cm, then the system was blocked. Luckily, the stent could be pulled out completely through the csi. The device was removed easily and intact from the patient. There was no reported difficulty encountered withdrawing the unit from the patient. When the sds was outside of the patient, the physician pulled at the stent with a lot of power and then the stent came out of the system, which is why the stent and sds will be sent in for analysis separately. There was no patient injury reported and nothing was left behind in the patient. The procedure was finalized with a non-cordis stent. The procedure was a left retrograde crossover of the right superficial femoral artery (sfa). It is only known that the lesion was calcified but further vessel characteristics are unknown. A 6f cordis sheath was used for the case. The product was stored, inspected, handled, and prepped according to the IFU guidelines. There was nothing unusual noted about the stent delivery system prior to use. There was no reported difficulty flushing the device. It is unknown if the diameter of the unconstrained stent was sized 1-2mm larger than the vessel diameter. The lesion was pre-dilated prior to stent implantation. The user held the handle of the device flat and straight outside of the patient. The stent deployment was performed under fluoroscopic guidance. The stent delivery system did not have to pass through any acute bends and there was no difficulty encountered while advancing/tracking the sds towards the lesion. The sds did not have to pass through a previously placed stent. There was no difficulty or resistance noted while crossing the lesion with the stent. Reportedly, unusual force was not utilized at any time during the procedure.

Manufacturer narrative:
Complaint conclusion: the site reported that it was not possible to fully deploy a 5 x 200mm 120cm smart flex vascular stent delivery system (sds). The device was removed without issue and the procedure successfully removed with a non-cordis device with no reported patient injury. The event involved a target lesion located in the right superficial femoral artery and was described as calcified. The patient¿s vascular was accessed via a contralateral approach with a 6fr cordis sheath. The lesion was pre-dilated. The site reported that the smart flex sds was stored, inspected, handled and prepped according to the instructions for use (IFU). No damage was noted on the sds prior to use and there was no difficulty experienced while flushing the device. The user reported that the handle of the device was held flat and straight outside of the patient during its¿ advancement and did not pass through any acute bends or through a previously deployed stent. No difficulty or resistance was experienced during advancing the device towards the lesion. No difficulty or resistance experienced while crossing the lesion with the stent and no unusual force was used at any time during the procedure. When the user attempted to deploy the stent under fluoroscopy, it was not possible to fully deploy the stent. The stent could only be opened 1cm at which point it would not deploy any further. The sds was easily removed intact from the patient without any difficulty. Once removed, the physician reported that he/she pulled at the stent with a lot of power and that it came out of the system (explaining why the device would be returned with a deployed stent). The procedure was completed with a non-cordis stent. A non-sterile unit of self expanding stents smart flex 5x200 vas, 120cm was received coiled inside of a plastic bag. The hemostasis valve was received closed and the stent fully deployed. No anomalies were found during the analysis. Functional analysis could not be properly performed since the stent had already been deployed. The device was actuated and the device actuated as expected for stent deployment. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿stent delivery system (sds) / deployment difficulty-partial deployment (peripheral))¿ event could not be confirmed since the stent was received fully deployed. However, the device actuated as expected. The exact cause of the events could not be conclusively determined. However procedural or handling factors might have contributed to those issues. According to the product IFU, the safety and effectiveness of this device has not been demonstrated in lesions that are totally or densely calcified. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Neither the device history record review nor the product analysis suggests that the reported events could be related to the manufacturing process. Therefore, no corrective actions will be taken.